Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(4). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded at the customer's site. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had undergone implantation of a toric intraocular lens (iol) in the right eye complained of nocturnal dysphotopsia after surgery, during medical examination. The iol was explanted and a diw model lens (serial (B)(6) was placed as the left eye implantation of a diw model lens had gone well post-operatively. The original implant retrieved from the right eye was discarded. Account indicated that a diw model lens had been implanted in the left eye instead of the originally planned zxw model lens due to the complaint with the original zxw lens that was implanted in the patient's right eye. No patient injury was reported post iol exchange surgery. The patient status is clinically good. There were no complaints from the patient. No further details were provided.